Event description:
An altitude alarm was reported on the pump, and there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm. Technical support instructed the customer to clean the speaker holes of the pump and reconnect the cartridge to resolve the issue. After following these instructions, the customer successfully resumed insulin delivery. The customer was advised to monitor the situation and call back if the issue recurs.